Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "during the catheter insertion, the balloon failed to pass smoothly into the patient's body over the guidewire. Change the new catheter". The new catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".